Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2117357. Medical device expiration date: 30-sep-2027. Device manufacture date: 27-apr-2022. Medical device lot #: 0363730. Medical device expiration date: 31-jan-2026. Device manufacture date: 28-dec-2020. Medical device lot #: 0281811. Medical device expiration date: 31-jan-2026. Device manufacture date: 07-oct-2020. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle had a molding defect in the hub at the back side of the needle that blocked the fluid path during use. This occurred with 10 syringes in lot 2117357, and 1 syringe each from lots 0363730 and 0281811. The following information was provided by the initial reporter: "in our investigation we have identified through CT scanning a molding defect in the affected needle hubs. There is a piece of plastic flashing at the back side of the ss needle that blocks the fluid path during use until sufficient pressure builds to move it."

Event description:
It was reported that the bd precisionglide¿ needle had a molding defect in the hub at the back side of the needle that blocked the fluid path during use. This occurred with 10 syringes in lot 2117357, and 1 syringe each from lots 0363730 and 0281811. The following information was provided by the initial reporter: "in our investigation we have identified through CT scanning a molding defect in the affected needle hubs. There is a piece of plastic flashing at the back side of the ss needle that blocks the fluid path during use until sufficient pressure builds to move it."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 20mar2023. H6: investigation summary: it was reported the needle fluid path is partially or fully blocked. To aid in the investigation, one hundred samples in sealed packaging blisters from lot 2117357 and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution for a functional test. Each sample expelled the solution with a normal flow. With the samples two small ziploc bags were also received. Each bag has a luer connector with material similar to a rubber stopper. One has molding identification schott 10678, and the other unit has schott 11398. It could be possible these luer connectors were used during customer testing. The photo provided is a chart showing force (n) vs. Displacement (mm). A device history record review was completed for provided material number 305127, lot numbers 2117357, 0363730 and 0281811. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.